Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that while troubleshooting the system was restarted multiple times but the issue was not resolved. When accessing the remote desktop motion control box was blank and the volts for it read 0 volts. After performing multiple reboots, representative was able to get the pendant to 2d screen but the system had no gantry movement. Remote desktop displayed that the buttons on the pendant were pressing but the system remained unresponsive. The logs indicate multiple errors and loss of voltage. Upon troubleshooting, errors were verified but the voltage could not be verified. Positioner motion controller and motion solid state relay was replaced. Issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was unrelated to software. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that the image acquisition system (ias) was not booting up past "initializing please wait" . The mobile view station (mvs) and x-ray had green check marks but the motion had a green bar. Issue occurred before patient was brought into the or. Surgeon proceeded with using a c-arm for the subsequent spinal fusion procedure surgery. There was no reported impact on patient outcome.